Event description:
On (B)(6) 2013, covidien received an FDA report (B)(4) regarding a customer issue with an avi foot cuff. The customer states the patient developed a dvt on the operative leg post-op day 2 following a left total knee arthroscopy. The staff reported issues with the compression controller. The customer switched out the controller 2 times and foot cuffs 3 times. The customer reports there was no issues with the two controllers as the biomed department ruled that out. However, biomed did confirm each foot cuff failed the user self-test. There was no treatment for the dvt and no extended hospital stay. There is no additional information available. As it is unknown which avi foot cuff caused the issue, 3 separates 3500a forms will be submitted. This is 3 of 3.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.